Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they are currently in the hospital and they did not bring the controller with them the patient states when they were home the controller got wet with drinking water and they waited a day and tried to use the controller but it would not work. Agent asked if the controller would power on and if so what was the controller showing pt states they do not have it with them they left it at home because they had to take the ambulance to the hospital. Agent reviewed pt will have to call back when they have the controller for troubleshooting and to obtain the serial numbers. Pt them states the stimulation is on and it is hurting them. Pts nurse was in the room with them, agent spoke to nurse and provided instruction on how to have the rep in the area paged by the facility. Agent reviewed the rep would be able to connect to the implantable neurostimulator (ins) and turn stim off as long as the ins was charged. Pt/nurse will call back if they need further assistance. After speaking to the nurse, the nurse disconnected the call. Agent called back to obtain event date and managing physician however, there was no answer. Agent left message for pt to call back to provide. Additional information was received from a patient (pt). It was reported that they had it on for 30 mins, was in the red and it's never changed from that when they were trying to recharge their implant. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the controller compartment pins, controller port and li battery pack pins. Agent asked and patient mentioned they only have the controller and recharger with them. Controller showed orange and implant 60%. Agent reviewed with patient they would need to charge the controller then charge the implant. Patient is in a rehab facility and is unable to get their ac power supply to recharge their controller. The patient noted they haven't had stimulation on for 10 days and was really in pain. The issue was not resolved. A replacement ac power supply was sent out.